Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head would not interrogate (intermittent operation) and failed uplink functional test due to the rf head cable. Analysis also found the upper case lens and magnet were discolored. (B)(4).

Event description:
It was reported the rf (radio frequency) head will not interrogate device. The rf head was returned for repair. No patient complications were reported as a result of this event.